Event description:
A facility reported that while turning prone, the mayfield modified skull clamp (a1059) slipped causing skull laceration after patient was pinned for a decompression and fusion posterior cervical spine case. Surgery was briefly delayed while laceration was sutured. Surgery was successfully completed after the delay.

Manufacturer narrative:
The mayfield modified skull clamp (a1059) was returned for evaluation: device history record (DHR): the DHR was reviewed and shows no abnormalities related to the reported failure. Failure analysis - investigation of the returned clamp showed that the lock had slight movement, but when the clamp is properly positioned and put under pressure, it would not move. The torque knob passes all specific functional testing. The clamp has not been in for service in almost a year and it is recommended that it has a service performed at this time. Unit was sent to quality engineering for further investigation since an injury was involved. Further investigation by quality engineering confirms the findings of the service and repair evaluation and notes no additional device deficiencies. General cleaning and maintenance required, and new components were added to replace worn internal parts. Root cause - evaluation found no device deficiencies that would have contributed to the reported complaint. Probable root cause is improper or suboptimal placement of the skull clamp on the patient. No further investigation is required based on the acceptability of risk and no adverse trends were identified. This will be monitored and trended going forward. At present, we consider this complaint to be closed.